Event description:
It was reported patient underwent unknown procedure on unknown date utilizing an unknown phoenix ankle nail. A subsequent revision was performed (B)(6) 2013, due to the nail fractured at the proximal hole in which the core lock mechanism is located resulting in a piece of the nail remaining in the im canal of the tibia.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Product code - unknown. Product identification and expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown. The product identification necessary to review manufacturing history was not provided.